Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that mounting threads on the central processing unit (cpu) tray cover were bad. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the part identification (ID) of the replacement central processing unit (cpu) tray cover as the mounting threads on the cpu tray cover were bad. The remote service engineer (rse) provided the customer with the part number and price of the replacement cpu tray cover for repair. Investigation is ongoing.